Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device (B)(6)-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by a sales representative via sems that a ar-13995n scorpion¿ needle tip broke off. This occurred on (B)(6) 2022 during a shoulder arthroscopy with labral repair when the surgeon was using the device to penetrate the graft the tip broke off, the surgeon stated the graft tissue was stretchy and believes it could have broken the tip off. Although attempts were made to retrieve the fragment, it was not successful the piece remains in the patient.